Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that following completion of the radio frequency procedure, a burn was found on patient's right flank where the needle had been inserted. The needle had been held with metal forceps and hospital staff stated they were hot during the procedure. The burn was 1x1.5cm in size but the degree was not disclosed by the hospital. The maximum generator setting was 100w and the procedure was a single ablation for 6 minutes.